Manufacturer narrative:
Device evaluated by MFR: synergy, ous, mr 3.0x20mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first two proximal struts were damaged; the first strut was lifted and pulled in distal direction, the second strut was lifted on one side. The undamaged distal stent outer diameter was measured and was within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink at 565mm from the distal end of strain relief measured using ruler. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID# (B)(4), tw# (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 3.00x20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After the device was removed from the patients¿ body, it was noticed that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 3.00x20mm synergy drug-eluting stent was advanced but failed to cross the lesion. After the device was removed from the patients body, it was noticed that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.